Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir and checked o-rings/stopper groove for anomalies and none were found. Ran basal bolus leaking test and no air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with air bubbles in the reservoir. The customer's blood glucose level was the time of incident was unknown. Troubleshoot was conducted. The customer was advised the reservoir and set would be replaced and returned for analysis.